Manufacturer narrative:
Section a5: ethnicity/race: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis simplicity pre-loaded monofocal intraocular lens (iol) came out with haptic misaligned. There was patient contact. Lens was partially inserted in the patients right eye, no injury, another lens was used to complete the case and no other additional maneuvers were performed due to the issue. Used balanced salt solution (bss) at room temperature. Additional information stated that the leading haptic was inverted in the wrong position upon insertion, surgeon did not want to proceed with this lens. Used different lens, no additional maneuvers required. The procedure was completed with another backup iol of same model and diopter. There was no patient injury. Patient is doing well. No additional medical/ surgical interventions were required. There was no use error that led to event. No other issues. The lens is not available for return. No further information is available.